Event description:
According to the reporter prior to use, the pencil would not work. Initially, the electrosurgery console was changed, but it was verified that it was the pen that did not work. The urologist and the instrumentalist, a new pen was requested in the pharmacy. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the device switch resistance failure was found. There was a reading without pressing the cut button.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the troubleshooting found the pencil had no visual defects. A device switch resistance failure was found. There was a reading without pressing the cut button. The pencil alarms during testing with the resistor/self key box and generator. Error e322 is given. It was reported that the device did not activate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of self-activation that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.